Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded, photograph provided.

Event description:
It was reported during a surgical procedure, the router broke. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. H3 other text : device discarded, photograph provided

Event description:
It was reported during a surgical procedure, the router broke. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.